Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared as compared to how they felt. The customer experienced convulsions, loss of consciousness, and lack of oxygen. The customer was unable to self-treat and required treatment with glucose administered by a non-healthcare professional, as well as glucagon administered by a third party prior to the arrival of emergency services (samu), due to a blood glucose level of 71 mg/dl. On (B)(6) 2026, at approximately 5:00 pm, samu administered oxygen via nasal cannula. At the hospital, the customer underwent a blood draw, received an intravenous glucose infusion, had a chest x-ray, and underwent a diagnostic workup to determine the cause of the convulsions, resulting in a diagnosis of a hypoglycemic seizure. Furthermore, it was reported that the customer was admitted for 2-day monitoring in emergency room. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.